Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior visual inspection. Found display screen cracked but is not related to the complaint the receiver charge and booting. Download receiver log andreceiver. The findings show err67 not related to the incident date; found numerous receiver shutdown at 99% battery level "reason battery low".funcutional testing failed but not related to complaint.open receiver case for internal visual inspection.and unit fail, defective battery chip leg separating from the mounting pad. The root cause for initialization without manual restart is caused by a defective battery

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.